Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (poor outflow of the blood flow) evaluation conclusion: device failure/lack of effectiveness related to patient condition (poor outflow of the blood flow).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately five months ago. The aneurysm diameter at the time of implant is unknown. Currently the aneurysm 5.5 cm in diameter, the vessel morphology was reported as the aortic neck is 21 mm in diameter at the renal arteries, 22 mm in diameter 18-20 mm below the renal arteries, and has mild thrombosis and angles anteriorly moderate angulation. There are no restrictions in the iliac arteries. There is moderate thrombosis, mild tortuosity and mild calcification in the right iliac artery. It was reported that the patient presented with a cold leg right leg. The CT demonstrated that the right ipsilateral limb and the right iliac extension limb were totally occluded. The patient was brought back approximately two weeks later and had a femoral to femoral bypass. No additional clinical sequelae were reported, and the patient is fine. A review of returned films show the right (ipsilateral) limb is occluded from the flow divider to the right internal iliac. The cause of the occlusion could not be determined. There is no obvious stent graft kink.